Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 115310, glenosphere, lot 754990, xl-115363, humeral bearing, lot 676770, 118001, taper, lot 038660, 113634, humeral stem, lot 623940. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01777.

Event description:
It was reported that approximately 3.5 years post implantation, the patient was revised due to dislocation. Wear was noted to the humeral tray, and scratches to the glenosphere. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.